Event description:
Boston scientific crm received information that this patient developed a (B)(4) infection at the device pocket site. As a result, the pacing system was explanted. No adverse patient effects were experienced during the explant procedure.

Manufacturer narrative:
Due to the nature of the clinical observations, analysis would not be required should the products get returned.